Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experiencing high blood glucose levels. Customer's blood glucose level was in the 300 to 400 mg/dl range. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer advised they delivered a bolus and insulin came out of the tubing. The insulin pump will not be returned for analysis.